Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins had "gone out." The patient's ins had gone into an over discharge state 2 times now. The patient's manufacturer representative (rep) had helped recharge the implant 2 times. Caller stated the pulse was set to 240 and helping and when they first got the ins the pulse was at 210. Caller noted the ins had helped so much that the patient. Only needs to take tylenol.